Manufacturer narrative:
E.1 initial reporter facility name -(B)(6). A review of the complaint history for (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for (B)(6) was performed from the date of manufacture, 06-apr-2017 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that drawer failed. The field service engineer found the drawer 5 in the main station displayed a failed pocket even though the pocket had been released and was not present on the row board. Removed the drawer from the chassis, inspected rear components, and reseated all cable connections. Reinstalled the drawer, reconnected the pyxis-bus cable, and restarted the station; failure persisted. Disconnected the drawer, manually released it, removed the side cover, and inspected the old-style double-connector row board cable, which was found pinched under the side cover. Reset all cable connections, reassembled the side cover, reconnected the pyxis-bus cable, and restarted the station. After reboot, the failed storage space notification was cleared. Logged into admin mode and successfully completed required diagnostic testing. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the drawer failed. The customer stated that this malfunction caused a delay in dispensing medication to patients. There were no adverse events or injuries reported based on this event.